Manufacturer narrative:
Concomitant medical product: 419488 lead implanted: (B)(6) 2012; 5076-52 lead implanted: (B)(6) 2008.

Event description:
It was reported t-wave oversensing (twos) was observed post biventricular pacing. The twos was not seen during office visit however reprogramming of the lead was performed. The lead remains in use. No patient complications have been reported as a result of this event.